Event description:
Medtronic rep reports recharging problem. No information provided as to the type of problem. Patient is experiencing a shocking sensation down one leg. Unknown when this occurrence began. Additional information has been requested and if provided, a follow up report will be sent.

Manufacturer narrative:
(B)(4).